Manufacturer narrative:
Report source other: (B)(4). The reported issue was confirmed. The root cause of the reported issue was isolated to a failed t4 thermistor. The arctic sun 5000 was evaluated upon receipt. Discussed this was indicative of a failed t4 thermistor and would provide a quote for a depot repair and a loaner. (Arctic sun 5000) 77 non-recoverable system error. Tank harness was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 77 (non-recoverable system error, chiller water temperature sensor out of range, high resistance) on arctic sun device s/n (B)(6). They have already cycled the power and the alarm remains. Explained they will need to send device to biomed for repair and use another means of treating the patient. Biomed had s/n (B)(6) in the shop with alarm 77 (non-recoverable system error, chiller water temperature sensor out of range, high resistance.). Advised the device will need a repair. They will have the service engineers call on monday to assist. Per additional information updated from ttm on 19nov2025, customer was being notified that the arctic sun has an alarm 77 and needs technical service assistance.

Event description:
It was reported that they were getting alarm 77 (non-recoverable system error, chiller water temperature sensor out of range, high resistance) on arctic sun device s/n (B)(6). They have already cycled the power and the alarm remains. Explained they will need to send device to biomed for repair and use another means of treating the patient. Biomed had s/n 1860 in the shop with alarm 77 (non-recoverable system error, chiller water temperature sensor out of range, high resistance). Advised the device will need a repair. They will have the service engineers call on monday to assist. Per additional information updated from ttm on 19nov2025, customer was being notified that the arctic sun has an alarm 77 and needs technical service assistance.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.